Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The cartridge was changed to resolve the issue. Additionally, it was reported that altitude alarms occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was over 400 mg/dl.